Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced mesh erosion, dyspareunia, urinary urgency, and frequency and sciatic pain, and mesh revision/removal on (B)(6) 2011.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced abdominal pain, cramping, lower back pain, postoperative constipation which resolved, a slower stream, sense of bladder fullness, pressure, herpes, questionable spotting, left leg pain, palpable vaginal sling, sensation of the sling moving, graft erosion, rectocele, perineal laxity, nocturia (x1), overactive bladder, bleeding, vaginal discharge, prophylactic use of antibiotics, temporary increase in blood urea nitrogen, left atrophic vaginitis, and overactive bladder. She underwent a revision of the posterior vaginal graft and release of the posterior vaginal graft on (B)(6) 2011 for which pathology confirmed acute and chronic granulomatous giant cell inflammation secondary to foreign body. She also underwent excision of a suture on (B)(6) 2011.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced joint pain and required additional surgical interventions.